Event description:
Covidien received information stating that an 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and found the ventilator experienced a loss of communication with the breath delivery unit (bdu) causing the ventilator to become inoperable. The device was repaired and returned to the user. No additional inforamtion was obtained.

Manufacturer narrative:
(B)(4).